Event description:
It was reported that the field representative requested a review for stored episodes on this implantable cardioverter defibrillator (ICD) after the patient reported being shocked. The patient explained that was working on a generator and subsequently experienced a faster arrhythmia. Device data showed a fast, irregular rhythm for which anti-tachycardia pacing (atp) was delivered once, followed by two 41 j shocks. Technical services (ts) reviewed the episode and noted that the electrogram (egm) morphology differed from the presenting normal sinus rhythm and that the rhythm appeared irregular. Based on the irregularity, the episode was assessed as consistent with a supraventricular tachycardia (svt). No additional adverse patient effects were reported. This ICD remains in service.